Manufacturer narrative:
H1 - type of reportable event: corrected to serious injury. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The DHR review shows no anomaly was recorded during the manufacturing of the lot involved.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed to prevent blood from flowing out of the catheter. The event occurred while in use with the patient. An intravenous (IV) was inserted and backflow into the chamber was noted, when disconnected to hook to fluids, it began to bleed. There was medical intervention required, pressure held and IV tubing connected. The outcome of the event was resolved. There was patient involvement, but no patient harm reported.